Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (aortic neck angulation).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 6cm in diameter abdominal aortic aneurysm. The proximal neck was 31mm in diameter and 11mm in length. The neck angulation was 85 degrees. The aortic neck angulation was 85 degrees. It was reported that on the final angiogram, a proximal type I endoleak was identified. The physician re-ballooned to create a better seal however, was unsuccessful. The physician stated that the endoleak was due to the patient's highly angulated aortic neck. The procedure was completed and the patient will be brought back in two days for an angiogram and possible aptus deployment. Two days later a follow up angiogram was performed and the type ia endoleak was still present. The physician performed an intervention where aptus endoanchors were deployed; however, the endoleak was still observed after endoanchors deployment. The physician decided not to performed additional treatment and the patient will continue to be monitored. No additional clinical sequelae were reported and the patient is fine.